Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 5 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without issue. No issues were noted with the stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the lower esophagus near the esophagogastric junction due to esophageal cancer. The physician planned to implant the stent with the distal portion in the stomach. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was advanced to the desired location over a zeon guidewire and the physician attempted to deploy the stent. When the physician pulled the release suture the distal delivery system in the stomach bowed. The physician exchanged the zeon guidewire for a jagwire guidewire and attempted to deploy the stent. The stent was able to be deployed about 2-3cm; however, the device was noted to be bowed in the stomach again. The physician straightened the device and attempted to release the stent but it was unable to be deployed. The partially deployed stent was removed from the patient. The procedure was completed with an ultraflex esophageal proximal release stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the lower esophagus near the esophagogastric junction due to esophageal cancer. The physician planned to implant the stent with the distal portion in the stomach. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the stent was advanced to the desired location over a zeon guidewire and the physician attempted to deploy the stent. When the physician pulled the release suture the distal delivery system in the stomach bowed. The physician exchanged the zeon guidewire for a jagwire guidewire and attempted to deploy the stent. The stent was able to be deployed about 2-3 cm; however, the device was noted to be bowed in the stomach again. The physician straightened the device and attempted to release the stent but it was unable to be deployed. The partially deployed stent was removed from the patient. The procedure was completed with an ultraflex esophageal proximal release stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.